Event description:
The customer reported that the 840 ventilator had a vent inop condition while in use on a pt. The pt was placed on another ventilator. No pt harmed or injury reported. Covidien troubleshot this issue with the customer over the phone and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. Covidien was not authorized to service the device at this time.

Manufacturer narrative:
(B)(4).